Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with moderate calcification and mild tortuosity. Pre-dilatation was performed with a non compliant balloon and the 2.75x23 mm xience prime stent was implanted. Post dilatation was performed and a distal edge dissection was noted so a 2.5x12 mm xience prime was implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.